Event description:
It was reported that the patient called in stating they experienced an insulin occlusion. The patient had changed their supplies three days prior, though they were scheduled to change every two days. The agent assisted with a full supply change. Nothing unusual was noted with the previous supplies. After the infusion set was replaced, insulin delivery resumed as normal. Blood glucose was not affected and was 156 mg/dl at the time of the call. The occlusion alert was acknowledged and removed from the notification center. Follow-up confirmed that no additional occlusion alerts occurred, and no further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.